Event description:
Clinical study same case as MDR 6000093-2005-00803. It was reported that 135 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the proximal right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed region of the proximal rca. The target lesion had mild calcification and was mildly tortuous. The physician predilated the lesion prior to placing two overlapping taxus express2 8.8% drug eluting stents (des) without complication. The first taxus des placed was 2.75 x 32 mm followed by a taxus 3.0 x 16 mm. The overlapping stents were post dilated after deployment. The pt was discharged from the hosp one day post index procedure receiving asa, and plavix. The site reported that the pt underwent a tvr of the proximal rca to alleviate diffuse in-stent restenosis 135 days post index procedure. The physician treated the target lesion by placing two johnson & johnson cypher stents into the vessel. The pt was discharged from the hosp one day post tvr.

Event description:
It was further reported that the target lesion was 30.0 mm long. Residual stenosis was 0% after the taxus stents were post dilated. Final angiography showed a step-up and a step-down at the proximal and distal stent margins. Timi grade iii flow was restored with no evidence of dissection, thrombus, or distal embolization. There was a reversal of the collateralized posterolateral branch with flow into the distal segment. The pt was admitted with complaints of recurrent progressive dyspnea on exertion thought to be an anginal equivalent 135 days post index procedure. Right coronary angiography revelaed lenghty diffuse moderate in-stent restenosis throughout the previously stented segment of the proximal/mid rca with a focal 70% filling defect noted mid rca. Subsequent ivus evaluation demonstrated that the previously placed stents in the rca had been grossly undersized (proximal lumen diameter 4.0-4.5 mm by ivus). There was also substantial tissue growth within the stents, including luminal encroachment from fibrous tissue in-growth and/or plaque prolapse at the site of the filling defect. There were no features to suggest intraluminal thrombus formation. The rca was treated with a 3.5x33mm cypher stent placed distally and a 3.5x18mm cypher stent placed proximally, followed by high-pressure balloon upsizing. Final angiography showed the proximal to mid rca of "much larger caliber than at baseline" with no residual stenosis of the stented segment. In the opinion of the physician there was a probable relationship between the tvr and the taxus stents.